Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a bard avaulta solo anterior synthetic support system on (B)(6) 2009, a bard align to urethral support system on (B)(6) 2009, and a cook surgisis vaginal erosion repair graft on (B)(6) 2009 at (B)(6) hospital by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Product expire date unknown; lot number not provided. Concomitant product(s): bard avaulta solo anterior synthetic support system: (B)(6) 2009, bard align to urethral support system: (B)(6) 2009. Mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a bard avaulta solo anterior synthetic support system on (B)(6) 2009, a bard align to urethral support system on (B)(6) 2009, and a cook surgisis vaginal erosion repair graft on (B)(6) 2009 at (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.